Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon explant, blood was noticed in the system. The patient did not experience any adverse events and had no complications following the procedure.